Event description:
It was initially reported to boston scientific corporation that a wallflex fully covered biliary stent device was used during a stent implant procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when attempting to deploy the stent, the handle broke and the stent would not deploy. The device was removed from the patient and the procedure was completed with another wallflex biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results which found the ptfe coating detached from the outer sheath and the stent partially deployed.

Manufacturer narrative:
(B)(4) the investigation findings of stent partially deployed. (B)(4) the investigation findings of ptfe detached from the outer sheath. A visual examination of the returned device found that the stent was partially deployed by approximately 96 mm. It was noted that the outer sheath was detached at approximately 100 mm distal to the proximal end of the outer sheath. It was found that the distal handle was detached from the outer sheath. The outer sheath was stretched and accordioned for a distance of approximately 280 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. It was noted that the stainless steel shaft was kinked at approximately 140 mm distal to the distal end of the proximal hub handle. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner shaft was kinked at several locations along its length. The outer sheath was unable to be moved due to the kinking of the stainless steel shaft so the shaft was further dissected and the outer sheath was removed. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The most probable root cause classification of this investigation is operational context. This is defined as the complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was initially reported to boston scientific corporation that a wallflex fully covered biliary stent device was used during a stent implant procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when attempting to deploy the stent, the handle broke and the stent would not deploy. The device was removed from the patient and the procedure was completed with another wallflex biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results which found the ptfe coating detached from the outer sheath and the stent partially deployed.